Event description:
(B)(4). Medicaid covered my essure insert. I experienced numbing in arms and legs, constant migraines, weight gain, painful intercourse, excessive bleeding, mood swings and pelvic pain.